Event description:
It was reported that the patient presented with erosion and the incision site was dehisced during follow-up in clinic. The implanted device pocket was noted to be inflamed and having clear discharge. The physician explanted the system ¿ pacemaker, right ventricular lead and atrial lead. The system was replaced with pacemaker, right ventricular lead and atrial lead on (B)(6) 2023. The patient was discharged.